Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose level was 582 mg/dl. A correction bolus was administered via pump and manual injections to address the high blood glucose, without requiring third-party assistance. A replacement pump was sent to the customer to resolve the issue.